Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Cherian, j., srinivasan, v., froehler, m. T., grossberg, j. A., cawley, c. M., hanel, r. A., puri, a., dumont, t., ducruet, a. F., albuquerque, f., arthur, a., cheema, a., spiotta, a., anadani, m., lopes, d., saied, a., kim, l., kelly, c. M., chen, p. R., & mocco, j. (2020). Flow diversion for treatment of intracranial aneurysms in pediatric patients: multicenter case series. Neurosurgery, 87(1), 53¿62. Doi:10.1093/neuros/nyz380 medtronic received a literature article aiming to report technical, angiographic, and clinical outcomes in patients aged 21 or below undergoing flow-diversion treatment for intracranial aneurysms. The article included 39 patients undergoing 46 treatment sessions with pipeline embolization device placement between 2012 and 2018. A total of 50 intracranial aneurysms were treated. The study included a majority male patients. Nonsaccular morphology was seen in half of identified aneurysms. Six aneurysms were giant, and five patients were treated acutely after ruptured presentation. Complete aneurysm occlusion was seen in 74% of treated aneurysms. In 5 of the treated aneurysms, initial angiographic followup demonstrated residual that progressed to complete obliteration on later angiography. For one of the aneurysms with neck remnants persistent on last angiographic, the aneurysm was treated with placement of an additional flow-diverting device with near, but not complete, obliteration of the aneurysm on last angiography. There was one r emaining patient with frank residual aneurysm on follow-up angiography. In total, there were 3 aneurysms requiring re-treatment. Two patients had asymptomatic parent vessel occlusion on 6-mo follow-up angiography. One of these patients had also been treated with placement of a balloon-mounted stent to open the flow diverter across a stenotic region of the parent artery.